Event description:
A surgeon reported that one week following an intraocular lens (iol) implant surgery, the patient changed her mind and wanted another model lens. The lens was exchanged for a different model. The original surgery and lens exchange were done in 2006.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/07/2008, 11/11/2008, 11/21/2008, and 11/25/2008 by phone, fax, and mail. A completed questionnaire was received on 12/01/2008.